Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise on the atrial lead causing false automatic mode switching (ams) was noted. No further intervention was performed and the lead will be monitored. The patient was stable with no adverse consequences.